Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional later reported seroma-late. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). ¿ seroma-late: unable to confirm as it is a medical event not related to the device. ¿ wrinkling: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported right rupture. The events of "bag wrinkling, fluid collection, capsule formation" via us report and "few inflammatory cells" via cytology and "bia-alcl examination conducted before replacement surgery" were later reported. Device was explanted and replaced.